Event description:
Additional information was received from a healthcare provider via a company representative. Back in 2014 the healthcare provider had told the patient to begin thinking about having his catheter checked, but the patient had delayed.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl (1500 mcg/ml) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the pump was alarming. Telemetry indicated a motor stall occurred. The pump was set to minimum rate; the patient was given a fentanyl patch; and the hcp recommended pump replacement. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be ¿possible catheter occlusion¿. The issue was not resolved. It was unknown if surgical intervention was planned. The patient status was reported as ¿alive ¿ no injury¿.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient did not complain of any symptoms. The catheter has needed examination since 2014. The pump was put at minimum rate. A motor stall had occurred and the patient is now deciding whether or not to have the pump replaced.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Corrected information: device code (B)(4) and patient code (B)(4) no longer applicable.

Event description:
Additional information received reported that there was no known issue that the catheter was possibly occurred. The patient¿s catheter was examined as a large reservoir volume discrepancy was noted and the patient felt the pump was not as effective as it should be. The troubleshooting reported related to the possible catheter occlusion was a pump dye study was done. The physician was unable to aspirate csf (cerebral spinal fluid) from pump cath so no dye injected. The patient was referred to surgeon catheter revision. Per the healthcare provider the patient continued to postpone the catheter revision due to his health and then his spouse¿s health issue. The patient finally decided to just have his pump removed. The cause of the possible catheter occlusion and motor stall were not determined. Per the logs a motor stall occurred (B)(6) 2016 at 16:37 and a motor stall recovery occurred (B)(6) 2016 at 00:12 and on (B)(6) 2016 a motor stall occurred at 10:06.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.